Event description:
The customer reported via phone call that she went through an MRI with the sensor and transmitter on. Customer went out of the room after the test and reconnected the insulin pump and received a lost sensor alert. She tried to reconnect but did not get signal and had to remove the sensor which she found to be bent. Customer reported that since then, she has been experiencing high and low blood glucose. Customer stated her blood glucose readings have been 32 to 64 mg/dl and over 300 mg/dl, lows started on (B)(6) 2015. Customer's current blood glucose value is 136 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.